Manufacturer narrative:
A ge representative evaluated the system and has not yet found the problem. Waiting on customer to decide on whether or not to continue troubleshooting and repair. No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported the system would not boot up. No pt injury was reported.